Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie lid would not open; it made a clicking sound but did not open. A technical support specialist informed the customer that they could eject the cubie so that the customer could take it back to the pharmacy to resolve the issue. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that the pyxis medbank es system had a broken cubie lid that was not opening, which was affecting patient care. No other information was released by the customer. There were no adverse events or injuries reported based on this event.